Event description:
Anesthesiologist preparing patient for c-section. Inserted guide needle. Inserted 25ga spinal needle. Realized needle would be too short. Pulled out guide and needle all together. Noted spinal needle about 1/2 size it should be. Consulted ob physician for incision to remove broken needle piece. X-ray taken.